Manufacturer narrative:
Product investigation summary: the investigation of the complaint against the pfna blade has shown that the locking screw is too much inside the blade and therefore the blade could not lock. This could happen when the impactor instrument is not attached correctly to the pfna blade; if it is screwed into the blade without contact with the thread. A functional test was performed, after unscrewing the locking screw from the blade, and it was detected that the article is fully functional. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 07.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the surgeon was unable to lock the pfna blade. There was no patient harm and no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: hwc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was completed with a substitute blade.